Event description:
It was reported the patient felt he was not receiving effective stimulation from his sc system as compared to the original stimulation coverage. The patient fell on his thoracic area about two weeks ago and stated the stimulation was not covering his pain pattern since the fall. The sjm representative attempts to achieve effective coverage through reprogramming were unsuccessful. The patient will schedule a meeting with the doctor to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.